Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 14f x 30 cm introducer was inserted into the groin. The angulation of the right femoral vein resulted in a bend in the introducer sheath. This made insertion of the 14f watchman access system (was) difficult. The physician attempted to insert the 12f dilator by itself, and then was able to insert both the was and dilator together. When the 12f 24 mm watchman ® laa closure device and delivery system (wds) was inserted into the 14f was, it encountered resistance. The wds was removed, and three kinks were detected along the shaft. This first 24 mm wds was set aside and a new 24 mm wds was prepped. They discussed replacement of the 14f x 30 cm introducer, but the physicians stated that they did not want to lose the depth which was achieved with the was in the anterior location of the chicken wing laa. To insert the second wds, the physician pushed down the valve of the introducer sheath to level the angle of insertion and to prevent kinking the wds. After confirming distal placement of the was, the wds was advanced to the distal marker band, and both systems were snapped together. The deployment of the 24 mm closure device was slow and controlled. The release criteria was reviewed. The tug test did not show recoil, but the physician indicated the tug felt secure. The transesophageal echocardiogram (tee) physician stated there were no leaks under color doppler. A profile view with contrast injection showed a shape that was low in compression, with contrast outflow at about half the height of the device. However, the la mean pressure was 31 mmhg, so they believed that the compressions would improve and reach the acceptable range when the patient returned to normal fluid status. The physicians felt the position of this closure device was the best result they could achieve and due to the patient¿s condition and history, wanted the patient to have an opportunity to receive watchman therapy. The closure device was released in the laa. Nine minutes later tee image showed that the watchman device had migrated from the appendage. The physician team reassembled and the device was successfully retrieved from the abdominal aorta using a 6f goose neck snare. The patient was taken to recovery in stable condition and then was discharged in good condition the next day.

Manufacturer narrative:
Device evaluated by MFR, eval summary, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a watchman implant plus a non-bsc 6f snare device. The implant was bloody inside and out and could not separate from the snare device. The implant was microscopically and visually inspected. Inspection revealed damage (compressed in middle) to the frame and there was damage to an anchor. The damage to the implant is consistent with a recovery snare. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The deformation and damaged strut of the implant is evidence of compression when the implant was snared for extraction. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 14fx30 cm introducer was inserted into the groin. The angulation of the right femoral vein resulted in a bend in the introducer sheath. This made insertion of the 14f watchman access system (was) difficult. The physician attempted to insert the 12f dilator by itself, and then was able to insert both the was and dilator together. When the 12f 24mm watchman ® laa closure device & delivery system (wds) was inserted into the 14f was, it encountered resistance. The wds was removed, and three kinks were detected along the shaft. This first 24 mm wds was set aside and a new 24 mm wds was prepped. They discussed replacement of the 14fx30 cm introducer, but the physicians stated that they did not want to lose the depth which was achieved with the was in the anterior location of the chicken wing laa. To insert the second wds, the physician pushed down the valve of the introducer sheath to level the angle of insertion and to prevent kinking the wds. After confirming distal placement of the was, the wds was advanced to the distal marker band, and both systems were snapped together. The deployment of the 24mm closure device was slow and controlled. The release criteria was reviewed. The tug test did not show recoil, but the physician indicated the tug felt secure. The transesophageal echocardiogram (tee) physician stated there were no leaks under color doppler. A profile view with contrast injection showed a shape that was low in compression, with contrast outflow at about half the height of the device. However, the la mean pressure was 31 mmhg, so they believed that the compressions would improve and reach the acceptable range when the patient returned to normal fluid status. The physicians felt the position of this closure device was the best result they could achieve and due to the patient¿s condition and history, wanted the patient to have an opportunity to receive watchman therapy. The closure device was released in the laa. Nine minutes later tee image showed that the watchman device had migrated from the appendage. The physician team reassembled and the device was successfully retrieved from the abdominal aorta using a 6f goose neck snare. The patient was taken to recovery in stable condition and then was discharged in good condition the next day.